Event description:
It was reported that the patient was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
The reporter indicated that the patient's insulin was possibly not working due to exposure to heat. The patient called back. The patient felt as though the pump was working properly and declined to speak to pump support for troubleshooting. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.